Event description:
It was reported that the programmer displayed an error message when interrogating the device. The power was cycled and the error was cleared. The clinician tried to re-interrogate the device, but could not establish telemetry with the radio frequency (rf) head. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.